Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post reset ram crc alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they were unable to clear the alarm. Customer stated that the insulin pump had inter processor communication error alarm and frozen display. Customer was unable to try insulin pump with remote. Customer stated that they remove battery from the insulin pump and insert battery alarm appeared on insulin pump screen. Customer stated that the time clock was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.